Manufacturer narrative:
The catheter and guidewire associated with this complaint were not returned for evaluation. The products were disposed by the customer. Since the devices were not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During ivtm therapy set-up, the customer reported that it was inability to advance icy catheter (lot #unknown) over guidewire into the patient's femoral vein. After removing the catheter and guidewire from the patient, kink guidewire was observed. Per customer, similar issue happened on multiple occasions but can't recall the dates when occurred. Treatment continued with a different catheter. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR 3010617000-2022-01855 for the icy catheter (sn unknown) under ccr (B)(4).

Manufacturer narrative:
The catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
Please see the following related MFR report: MFR 3010617000-2022-01855 for the icy catheter (lot #unknown) under ccr 69125.

Event description:
During the insertion of the icy catheter (lot #unknown) into the patient's femoral vein, the customer had difficulty advancing the catheter over the guidewire. When the customer removed the guidewire, a kink was noticed. The customer stated that guidewire kink caused the difficulty in placing the catheter. Treatment continued with a different catheter. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Correction in section b5: the zoll interpreted problem has been updated.